Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue. The fse replaced the batteries and power supply as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept.(fat) received the following parts associated with this complaint: pn: 0014-00-0033-05 sn: (B)(6) pwr sply/chrgr w/o extdc inpt. This part was received with a reported unit failure message of unit shutdown during transport. The fat dept. Tested all fuses on the power supply received from the customer before testing the power supply with cs300 test fixture unit. The fat dept. Found the bulk fuse(f3) reading was unstable which means the fuse blown. This probably the cause of unit shutdown during transport at customer site. The mains fuses and battery fuse passed testing. Due to bulk fuse(f3) blown, the fat dept. Cannot investigate the power supply further, the further investigation causing harm to the cs300 test fixture. The part will be retained in the fat dept and processed for scrap as per procedure.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery failed while in transport. Patient was stable and remained ok during transport.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.